Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported the patient's mind was not clear, their speech was incoherent, and they could not take care of themselves 4-5 months after implant. The symptoms first appeared 4-5 months after implant. The patient's hands shook prior to implant and the shaking had improved after implant. The patient had consulted with their health care provider (hcp) many times, but they did not have a clear answer. For 3-4 months, the patient had been hospitalized and their family thought the symptoms were caused by the implantable neurostimulator (ins). The patient did not have 50 percent or greater symptoms reduction. The cause of the event was unknown and it was unknown if any troubleshooting was done. The patient wanted to know the cause of the situation. The patient's hcp did not think the symptoms were associated with the therapy or products. The patient was implanted for idiopathic tremor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.